Event description:
It was reported that this pacemaker system exhibited undersensing of atrial fibrillation (af). Boston scientific technical services (ts) was consulted and further testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this pacemaker system exhibited undersensing of atrial fibrillation (af). Boston scientific technical services (ts) was consulted and further testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service.